Event description:
A postoperative infection has occurred in the patient who received these implants. The surgeon informed the sales rep about this.

Manufacturer narrative:
Results of investigation: a postoperative infection was reported for a polarstem ti/ha 2 non-cemented. The device in question was not sent back for investigation. No relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore based on insufficient information, a thorough clinical assessment could not be performed. A review of the standard manufacturing process revealed no deviations from the standard manufacturing process. Material and sterilization certificate are available and in accordance with specifications. A review of the complaint history revealed no other complaints for the batch in question or complaints with similar issue for the device in scope. Since the device in question was not sent back for investigation, an appropriate product evaluation could not be performed. The stated failure mode could not be confirmed and the root cause stays undetermined. Based on available information the need for corrective action is not indicated. The complaint will be reopened should additional information be received.